Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set distal to the device with no device alarm. The device was returned to the user facility from a homecare pt for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when air was present in the tubing set distal to the device. Though requested, no add'l info was provided.